Manufacturer narrative:
(B)(4). No unexpected failed batt test alarms noted during testing. Unit passed displacement test, sleep current measurement and active current measurement. Hardware low level failure alarmed during selftest due to broken trace at u1 pin 6 (sda) on keypad assembly. Unable to verify audio/absence of alarm due to hardware low level failure alarm.

Event description:
The customer reported via phone call that the insulin pump alarmed software error detected. The customer¿s blood glucose was 206 mg/dl, 250 mg/dl, 232 mg/dl, 250 mg/dl, 338 mg/dl and 347 mg/dl. The insulin pump also alert failed battery. The battery cap, battery compartment and spring were not damaged or corroded. The insulin pump will be returned for analysis.